Event description:
The customer reported high blood glucose. The blood glucose reading was 440 mg/dl. Prior to the event, the patient felt thirsty. The customer treated the blood glucose with a bolus. The customer was advised about proper methodology for infusion set changes. The patient declined to do further troubleshooting for high blood sugar. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.